Event description:
Generator did not recognize disposable, end of life error displayed during surgery.

Event description:
Generator did not recognize disposable.

Manufacturer narrative:
Product event #(B)(4): evaluation process: unit received in poor condition and internal visual inspection revealed no loose or broken components. Wiring for sense transformer t9 of rf board was found to be backwards and will be corrected but this did not affect system performance. Unit delivered rf energy correctly into fixed resistors. Error log: 32 e3 (patient return electrode has poor connection), 40 e5 (monopolar handpiece has reached end of life), 15 e6 (monopolar handpiece is not recognized as a peak monopolar handpiece or has failed testing). All error codes are normal user errors but the high frequency of occurrence of the e5 and e6 errors suggests that they are a result of a known issue with v4.0 software where the date and time stamp can be written or read incorrectly leading to e5 and e6 errors if the handpiece is unplugged and then plugged back in. Root cause: e5 and e6 error codes in the log appear to be due to an known issue with v4.0 software where the date and time stamp can be written or read incorrectly leading to e5 and e6 errors if the handpiece is unplugged and then plugged back in. This will be addressed by upgrading the software to v4.1. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.